Event description:
Customer reported that the act button on the insulin pump's keypad was unresponsive. Customer stated that this occurred during bolus. Blood glucose level was 196 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.